Event description:
In 2007, abbott point of care was contacted by a customer who reported that at 15:29 on two days earlier an I-stat cardiac troponin I cartridge yielded a result of 0.10 ng/ml. The same sample repeated at 15:43 on the same day on I-stat cardiac troponin I cartridge yielded a result of 0.02 ng/ml. The same sample repeated at 16:04 on the same day, an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml. The same sample repeated at 16:04 on the same day, an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml.